Event description:
Using (B)(6) aa battery with spacelabs aria tele telemetry transmitter, the concentric gap between the negative and positive sides of the battery are catching and bending the negative spring terminal in the battery compartment. Subsequently, if the spring is bent upward, it can lodge in the gap between the negative and positive terminal and short the battery out, causing it to reach temperatures of about 200 degrees f and draining the battery prematurely causing the transmitter to stop working.